Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 6 tubes underfilled. No adverse impact was reported regarding the patient or user.